Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and sometimes low. The customer declined to troubleshoot for low and high blood glucose. The customer¿s blood glucose was 59mg/dl and 190mg/dl. Caller stated that sometimes sensors are as much as 150 points off. Customer stated that sensor glucose is 120mg/dl and blood glucose is 56mg/dl. Caller has treated with food for blood glucose. Caller stated that sunday sensor glucose was 140 and blood glucose was 43mg/dl. Caller treated and calibrated. Caller stated that pump was alarming all the way home and so he was treating with tea and when he got home sensor glucose was reading 170mg/dl and blood glucose was actually 299mg/dl. Current sensor glucose is 121 and blood glucose is 192mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. The insulin pump will not be returned for analysis.